Event description:
It was reported that temperature alarm occurred on pump that was not exposed to extreme temperatures and was not charging at the time, and caller declined to provide information about blood glucose readings. There was no reported impact to the customer¿s blood glucose level. Customer was able to clear alarm and resume insulin delivery, and was advised to monitor pump and call back if issue recurred.